Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a driver used for spinal therapy. It was reported that while attempting to remove an existing implanted screw and the tip of driver broke while reversing. There were no patient symptoms or complications as a result of this event. The driver did not come in contact with patient.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a driver used for spinal therapy. It was reported that while attempting to remove an existing implanted screw and the tip of driver broke while reversing. There were no patient symptoms or complications as a result of this event. The driver did not come in contact with patient.